Manufacturer narrative:
The reported extended charge time was confirmed in the laboratory. The device was tested using automated testing equipment and extended charge time was observed. The cause of the extended charge time is believed to be due to an anomalous hv capacitor.

Event description:
It was reported that an alert for charge time limit reached was received. In clinic manual capacitor maintenance was normal. Device was explanted and replaced. Patient was good after event.